Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the pt. Pt reports that the battery is completely dead/at end of life. Pt states they've had it 9 years and it is done. Pt reports they have not used the device in 6 years due to surgery. Pt expressed a desire to have the device removed as it causes problems when they need an MRI. Pt reports their device can't be charged any longer, they don't use it, and they just need to get an MRI. When asked if the recharging issue had been resolved the pt reports the rep sent proper paperwork to the MRI department so they can get an MRI.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). Caller stated that the patient's ins is dead, and they last used it in (B)(6) 2020. Caller state they spoke with the manufacturer representative (rep) who has been working with the patient and rep confirmed the last time they met with the patient (unknown date), the ins was fully depleted. Tss (technical services) reviewed use of potential overdischarge, use of eligibility form and MRI guideline verbiage about a depleted device being considered off.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient said they haven't used their stimulator in years because they had back surgery. Patient said they got it recharged a couple months ago but now they are not able to charge it again. Patient mentioned in the past they went to the representative and they "started it back up for them" but they have an MRI on monday and they can't charge it now. The patient was redirected to their healthcare provider to further address the issue. No symptoms were reported.